Event description:
It was reported that the asymptomatic patient presented during a routine follow-up in clinic. Interrogation shows the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(4) 2014.